Manufacturer narrative:
Batch review performed on 31 may 2022: lot 2001737: (B)(4) items manufactured and released on (B)(6) 2020. Expiration date: (B)(6) 2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2020. On (B)(6) 2020, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.